Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Corrective action has been initiated to further address the event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip fracture nailing procedure, the surgeon had difficulty in seating the set screw, following implantation of the nail. There was no adverse event as a result of this malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip fracture nailing procedure, the surgeon had difficulty in seating the set screw, following implantation of the nail. There was no adverse event as a result of this malfunction.